Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Caller reported an incident of hyperglycemia requiring hospitalization at a time when the compact plus system was unavailable for use for unspecified reason. The day of this incident, the customer was vomiting and thirsty. She was staying at her daughter's house when this incident occurred. She remembers going to the bathroom, and grabbing a bottle of water, and then she remembers vomiting. After this, she states she does not remember a whole lot. She was driven to the hospital by her daughter. Her blood sugar was over 900 mg/dl. Customer states she did not recall what happened while in the hospital, but her daughter informed her that they administered an IV in her neck, because they had difficulty inserting it any place else. Customer was admitted into the hospital for 3-4 days, and then released. Customer states she was never able to use the meter at all on the day of the incident. Customer states she was taking a small dose of novolog insulin because she was not able to use the meter to make sure her blood sugar was not too high. Her daughter has since discarded the meter. Replacement was sent.